Event description:
The reporter indicated that 12.6mm tmicl12.6; -7.00/+3.50/105 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021; as a replacement lens. It was noted the patient experienced pupil block on the replacement lens which was caused from the initial implanted lenses angle closure. The patient then felt vision wasn't good and still had a block pupil with residual rx right eye -0.25; +1.25; 145. The surgeon decided to perform prk surgery. It was indicated the patient's vision is still blurry. See MDR# 2023826-2022-00174 for initial implant. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that 12.6mm tmicl12.6; -7.00/+3.50/105 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021; as a replacement lens. It was noted the patient experienced pupil block on the replacement lens which was caused from the initial implanted lenses angle closure. The patient then felt vision wasn't good and still had a block pupil with residual rx right eye -0.25; +1.25; 145. The surgeon decided to perform prk surgery. It was indicated the patient's vision is still blurry. See MDR# 2023826-2022-00174 for initial implant. If additional information is received a supplemental medwatch report will be submitted.